Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. The product is not available for investigation. In case any new or additional information a follow-up report will be sent. Trend is tracked and monitored.

Event description:
The customer reported that the implant driver tip broke.